Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was checking this device in-clinic and a red screen was displayed on the programmer with a message to contact boston scientific associated with code da. Ts commented that this is representative of a bitflip that can occur causing a temporary reset. Ts explained that this is a self correcting error. The local representative was informed to ensure proper operation through the device check and continue with routine follow-ups. The local representative reported that the device was operating normally and no further intervention was undertaken.